Event description:
It was reported that, the doctor had a patient in for a scheduled examination following a sling procedure, and he noted the incision looked indurated. He scheduled the patient for an or exam and when he opened the incision, he noted the tissue was floating in a pocket of fluid. The doctor retrieved the tissue in two pieces with forceps. He cleaned the area and closed the incision. The doctor reported the patient was currently doing fine and no further complications have been reported.

Manufacturer narrative:
No lot number information was provided for evaluation. One section of the excised product was returned for investigation however, the condition of the returned sample prevented any evaluation. This product is manufactured using a controlled and validated manufacturing process. The product is terminally sterilized by irradiation and has undergone sterilization validation and dose audit studies in accordance with iso. Routine product bioburden monitoring is performed to help safeguard sterility assurance. Product and packaging inspection stages have been implemented in conjunction with a validated process and documented systems to help safeguard and assure product quality.